Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 12.6mm, vticmo12.6, -7.00/1.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. On (B)(6) 2021 the lens was exchanged for a longer length lens. This did not resolved the problem. Cause of the event is reported as unknown. MFR#(B)(4). Claim# (B)(4).

Manufacturer narrative:
The reporter indicated that a 12.6mm vticmo12.6 -7.00/1.0/092 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. On (B)(6) 2021 the lens was exchanged for a same model/length/power lens. This did not resolve the problem. Claim # (B)(4).

Manufacturer narrative:
PMA/510k- this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -7.00/1.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. On (B)(6) 2021 the lens was exchanged for a longer length lens, this resolved the problem. Cause of the event is reported as unknown.